Manufacturer narrative:
E1: (B)(6). The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope may have been cleaned and disinfected in a reprocessor where it had been five months since the water filter was replaced. The issue was found during reprocessing. There were no reports of patient harm.